Event description:
"It was reported that on an unknown date, patient had a c3-6 acdf with proti acis and coda plate system on (B)(6) 2023. Patient was lost to follow- up, then showed up to hospital. Imaging showed the c3-4 cage subsided into the c3 body and the plate pushed up to the c2 body. Screws in the c6 body started to back out. The surgeon took the patient back and performed a c3 corpectomy and re-plated down to c6 with new plate and screws and then backed up the construct with a c2-t2 posterior fusion. Once exposed, it showed the locking mechanism was broken at c6. The small metal pieces that broke off the locking mechanism were suctioned up. The remaining hardware was saved and shipped back to company for evaluation."

Manufacturer narrative:
Screws: significant wear on top of the head of 3 returned screws consistent with interactions with the locking tab. Anodize removed on 2 more. This indicates that 3-5 screws were in contact with the locking mechanisms. Half of the returned screws had wear 360° around underside of the screw while half of the screws had wear only in localized areas around the head. This indicates that half of the screws were lagged completely down at low angles and the others were lagged at a high angle or not full lagged down. Some of the screws had wear on the neck while others did not. 2 of the screws had excessive deformation and tearing indicating a considerable amount of force applied to them.